Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced five inappropriate shocks when their right ventricular (rv) lead failed due to a fracture. In addition, the lead exhibited high pacing impedance, unstable thresholds, noise, and oversensing. The patient's implantable cardioverter defibrillator (ICD) alert was triggered but the patient did not notice the alarm. While at the facility, the patient tried to hear the alarm but could not seem to hear the sound. It should be noted that the patient's device was implanted on the patient's right side and the front of the device was intentionally implanted towards the patient's back. The lead was turned off and a new lead was implanted. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.